Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at abutment site; subsequently the patient underwent revision surgery on (B)(6) 2017, in order to place an internal magnet.